Event description:
Customer reports an infusor containing 900mg of 5fu in saline to a total volume of 44ml overinfused over 11 hours instead of an anticipated 22 hours. Customer reports no death or serious injury as a results of report.

Event description:
Customer reports an infusor containing 900mg of 5fu in saline to a total volume of 44ml overinfused over 11 hours instead of an anticipated 22 hours. Customer reports no death or serious injury as a result of report.